Event description:
The neurologica omnitom portable CT scanner on board a mobile stroke unit (msu)-during active patient care, the CT scanner tablet disconnected and could not be re-established causing our technologist to power off the scanner and perform a full reboot. During this time, while the scanner was powered off and the emergency brake was engaged, the scanner unexpectedly translated forward towards the patient without any human intervention. The scanner did make contact with the patient causing the staff to forcibly move the patient out of the way. The patient was taken off the msu and transported to the hospital via traditional ambulance.